Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The device would intermittently not recognize the therapy cable being connected, and would therefore not provide defibrillation therapy. The cause of the reported issue was due to the device's therapy connector. The customer declined repair of the device and requested the device to be returned to them without being repaired. Further root cause could therefore not be determined.

Event description:
The customer contacted physio-control to report that the therapy connector of their device had intermittent contact. There was no patient use associated with the reported event.